Event description:
Additional information received indicated that the physician elected to continue monitoring the lead and no further intervention was performed.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up with an defibrillation impedance problem exhibited by the right ventricular (rv). The patient was stable. Further information was requested but not received.